Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The noise was able to be reproduced in secondary sensing vector with arm movements. The sensing vector was reprogrammed to primary. Subsequently, an additional inappropriate shock was delivered due to oversensing of noise. The primary sensing vector was reprogrammed from primary to alternate and monitoring will be continued. No adverse patient effects were reported. This device remains in service.